Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was rewinding again and went through the process again. Customer stated that the insulin pump had unexplained or random no delivery alarm and battery cap was difficult to remove because it was worn down. Customer stated that battery was difficult to replace because the threads on the insulin pump was worn down. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.